Manufacturer narrative:
Follow-up 1: investigation outcome. It was reported that the device generated a tf8912 alarm. No patient was involved. Hamilton medical ag received the log files for analysis. The logfiles analysis confirmed that tf8912 (no motor, cuff pressure controller pressure low) was recorded, along with a cuff leak alarm during standby. Following calibration, the device operated normally. The unit was returned to use. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf: 8912. No patient involved.